Event description:
Boston scientific received information that this new device and the patient¿s existing right ventricular and right atrial leads exhibited low out of range pacing impedance measurements of less than 200 ohms when they were connected together during an implant procedure. The cause of the issue was not confirmed during the procedure and the patient was sent home. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.